Event description:
Material #: 383319, batch/ lot #: unknown. It was reported that the cannula had a hole in it which resulted in blood leaking out during insertion. Verbatim: nurse was initiating peripheral IV. On advancing the IV, blood from the IV began to pour out very quickly and blood made contact with the nurse's hands. The piv being used was a saf-t intima IV catheter. On inspection it appears that the canula had a hole in it, and this is where the blood leaked out during insertion. IV catheter retained.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2021. H.6. Investigation: a complaint of leakage was received from the customer. A sample was returned for investigation. The customer complaint of leakage at the catheter junction was verified. A device history record review was completed by our quality engineer team for provided lot number 0119909. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for this defect was determined to be an error during the manufacturing process. Misalignment of the catheter and the wedge caused the leakage. This is the first complaint for blood excess/ spill on material 383319 & batch 0119909. H3 other text : see h.10

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a hole in the catheter and blood exposure/splash. The following information was provided by the initial reporter: material #: 383319, batch/ lot #: unknown. Nurse was initiating peripheral IV. On advancing the IV, blood from the IV began to pour out very quickly and blood made contact with the nurse's hands. The piv being used was a saf-t intima IV catheter. On inspection it appears that the cannula had a hole in it, and this is where the blood leaked out during insertion. IV catheter retained.